Manufacturer narrative:
Product event summary: analysis was unable to replicate the customer's experiences however it was noted that a recent system error was observed in the logs and the hard drive was reconfigured and the software reloaded and updated to address. It was additionally noted that the power cord bay was broken, the electrocardiogram (ECG) and radiofrequency (rf) head connectors were loose and the keyboard connector was pulling apart but still functional. Telemetry was intermittent when the rf head connector was manipulated, and this happened both with the one returned with the programmer and with a known good head and so the link electronic module board was replaced and calibrated. The power cord bay assembly as well as the keyboard were also replaced, and the programmer passed its final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer began freezing up during interrogations and report printing. It was further reported that it al so experienced fatal errors and resets during device checks. The programmer was returned for service. No patient complications have been reported as a result of this event.